Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the report of (B)(6) 2014 in situ testing showed all electrode channels with either a hi or hsc status. The pt reported that the child does sometimes hit their head and had not noticed the hearing loss due to being bilaterally implanted.